Event description:
It was reported that the rotation speed was unstable. A 1.75mm rotalink plus was selected for use. During the procedure, it was noted that the rotation speed was unstable inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.